Event description:
Information received indicates, the head section is drifting down after reaching the highest position.

Manufacturer narrative:
The technician replaced the head hi/low motor to repair the bed.